Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and an implantable cardioverter defibrillator (ICD) showed a ra lead high pacing impedance out of range alert with two signal artifact monitoring (sam) episodes. One of the sam episodes had the minute ventilation (mv) termination algorithm, and the other sam episode showed an altered ra sensing with inappropriate sensing of r waves. Furthermore, an atrial tachy response (atr) episode showed atrial sensed markers coincident with the ventricular sensed markers. This behavior had not been seen on prior presenting electrograms (egm) or atr episodes. Also, properly blanked ra far field signals were seen on a presenting egm. It was discussed that the evidence pointed to a new integrity issue with the ra lead. A clinic evaluation was recommended for this system that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and an implantable cardioverter defibrillator (ICD) showed a ra lead high pacing impedance out of range alert with two signal artifact monitoring (sam) episodes. One of the sam episodes had the minute ventilation (mv) termination algorithm, and the other sam episode showed an altered ra sensing with inappropriate sensing of r waves. Furthermore, an atrial tachy response (atr) episode showed atrial sensed markers coincident with the ventricular sensed markers. This behavior had not been seen on prior presenting electrograms (egm) or atr episodes. Also, properly blanked ra far field signals were seen on a presenting egm. It was discussed that the evidence pointed to a new integrity issue with the ra lead. A clinic evaluation was recommended for this system. At this time the ra lead has been explanted at a surgical intervention. No additional adverse patient effects were reported.